Event description:
The customer reports that the device hangs and locks up at the charge prompt during opcheck and does not power off. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device hangs and locks up at the charge prompt during opcheck and does not power off. There was no reported patient involvement. Philips bench evaluated the device and confirmed the complaint. The processor pca was replaced to resolve the problem. The unit passed all the functional and safety tests on performance assurance. The device was sent back to the customer for use.